Manufacturer narrative:
Citation: durand e. Incidence, prognostic impact, and predictive factors of readmission for heart failure after transcatheter aortic valve replacement. Jacc cardiovasc interv. (B)(6) 2017;10(23):2426-2436. Doi: 10.1016/j.jcin.2017.09.010. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding incidence, prognostic impact, and predictive factors of readmission for heart failure after transcatheter aortic valve replacement. All data were collected from single center between january 2010 and december 2014. The study population included 546 patients (predominantly female; mean age 84 years), 12 of which were implanted with medtronic corevalve device. The serial numbers were not provided. Among all patients in-hospital, 1-month and 12 months mortality occurred due to unspecified causes. Twenty-six (26) patients died during the procedure and were not included in the study. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, life threatening bleeding, major vascular complication, myocardial infarction, congestive heart failure (chf), increased pressure gradient, permanent pacemaker implantation, severe paravalvular leak (pvl), severe mitral and aortic regurgitation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.